Event description:
It was reported that a spectrum pump took "27 hours to infuse a treatment (chemotherapy) that should take 24 hours" (medication, programmed amount and delivery rate unk) in the outpatient chemotherapy clinic. The device was tested per the baxter preventive maintenance procedure and performed as expected. It is the units policy to directly connect IV tubing hub to the IV access hub for 24 hours chemotherapy infusions. Several types of venous access devices are used: PICC lines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no pt injury. Add'l info was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp / non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.